Event description:
It was reported that the user experienced an occlusion alert on an infusion set and replaced the set and related supplies without attempting to clear the alert, after approximately one day of use of a contact detach 23-inch, 6 mm set. Investigation included troubleshooting and education provided by support, including guidance to contact support if the alert recurs. Investigation of this case revealed that the occlusion resolved after supply change, consistent with an infusion pathway obstruction that cleared with set replacement, with no device performance issues otherwise observed. No clinical symptoms during the event reported. Outcomes included no need for medical care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely an infusion set or insertion-related occlusion.